Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the product was mislabeled. During unpacking of a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter, the physician noted that the balloon inside the package was labeled 6.0x60mm and did not match the 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter indicated on the package. The device was not used and the procedure was completed with a different device. No patient complications were reported.